Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and no devices detected on bus. A field service engineer upon investigation, the ethernet cable was found to be connected to the wrong port on the pyxis, and a defective power cord was identified the issues were corrected, the station was rebooted, all devices were detected, and the station came online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 4w station was on disconnected mode with all drawers shown as failed. Remote smart service indicated the station was offline. The customer rebooted the system, verified all cable connections, and performed a network cable reseat; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.